Manufacturer narrative:
The tp2 reagent lot number and expiration date were not provided. The customer mentioned that the qc recovery was acceptable. The field service engineer (fse) observed a clot on the sample probe. He also found a fluidic issue where the sample probe outside the rinse station, and the reaction cell fluidic adjustments for alkaline and the blank cell were all low. The fse replaced the sample probe and performed adjustments. He verified the main water pressure and the gear pump head pressure were up to specification and passed the gear pump adjustments. He also increased the sample wash station volume and corrected the reaction cell fluidic adjustments to specifications. The fse verified the instrument by performing precision studies, and operational and mechanical checks and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of discrepant results for 1 patient serum sample tested with total protein gen. 2 (tp2) assay on a cobas c503 analytical unit when compared to a different analyzer. Initial result: 0.6 g/dl. The physician questioned the initial result as the patient's tp2 and albumin ratio was negative. The customer then repeated the sample. Repeat result: 7.3 g/dl (tested on another analyzer). The repeat result was deemed to be correct. Reportedly, the repeat result was reported outside the laboratory.